Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A distributor reported on behalf of the customer that the tube of the 203001 duraseal spine ous 3ml kit 1kit was dry inside. The date of the incident was on (B)(6) 2019. It was reported that there was no patient injury but the event led to about an hour increase in surgery time.

Event description:
N/a.

Manufacturer narrative:
The visual inspection of the returned product noted that only the diluent syringe and the blue powder vial were received. There was liquid in the vial. The DHR review and product analysis concluded there were no assembly component related failures with the returned product or at the time of release. Analysis concluded there were no assembly component related failures. The reported condition was not confirmed. The investigation was unable to determine a root cause or establish a relationship between the devices and the reported incident.